Event description:
The freestyle libre 2 sensor continues to fail even after numerous replacements from the manufacturer. Every time I call I have to speak to someone in india. They have now told me I have reached my maximum number replacements in a 6 month period. The product quality is terrible and they have issues and don't care. This product should be pulled from the market. FDA safety report ID# (B)(4).